Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier would only work every other clip or would not clip at all. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use by the sterile staff when placing the instrument into the robot arm. The incident occurred during a gallbladder surgery while attempting to clip the cystic duct. The clip applier would not seal the clip. The surgeon attempted to clamp, and it did not work. The issue was not related to unexpected motion of clip applier while attempting to clip but was related to an unsuccessful clip application.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of bent grips-severely to be related to the customer reported complaint. There was a 0.022¿ offset the tips. The instrument was found to have one bent grip, causing misalignment of the grips. The grips did not show cracking damage. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement, but could not apply the clip.

Event description:
Refer to h10/h11 for follow-up information.